Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03jan2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reportedly already changed the touchscreen and user interface-printed circuit board(ui-pcb) . The fse's troubleshooting led to the conclusion that the power management board is possibly faulty. The customer was advised to swap the power management board with another one to see if it resolves the issue. The customer later reported that the unit has given no further issue, therefore no action will be taken. The customer reported that they will contact the manufacturer should any other issues arise.

Event description:
It was reported that the touchscreen intermittently freezes. There was no patient involvement. The event date was not specified; estimate used.